Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) review is not required for this event. This event is within scope of this technical summary and there is no evidence to support a manufacturing/design non-conformance. Therefore, a lot history review is not required. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. Imagery was provided by the site and reviewed by an edwards imager. The crimped valve was observed exposed through the sheath post procedure. There were no abnormalities on the valve observed. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to limitation of provided imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to limitation of provided imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per training manual, insertion force can vary due to angle of access, thv size, vessel diameter, tortuosity and degree of calcification and if insertion force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In this case, it was reported that the patients access vessels had presence of tortuosity and undersized vessels. The presence of tortuosity and undersized vessels can create a challenging pathway during delivery system advancement, leading to resistance. It is possible that the sheath kinked during maneuvers performed to introduce the device through the tortuous and undersized anatomy. In this case, additional force was applied to overcome the resistance caused by the difficult anatomy and the kinked sheath. This may have led to or caused the valve frame to interact with the kinked sheath shaft during insertion, which likely resulting in frame damage as reported in the event description. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is still ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral tavr procedure with a 29 mm sapien 3 valve, the 16fr esheath+ was placed and the 29 mm commander delivery system (ds) was met with resistance in the white section. Under fluro sheath, the ds and wire were kinked. The physician then tried to withdraw as one unit under fluro and was met with resistance, they then could see the valve strut was bent out to side under fluro. After that they pushed forward slightly and were able to remove as a single unit without incident and a second 16fr introducer was placed. The second valve and ds was prepped, and the ds was passed through the esheath without difficulty. Wire access was then lost across ao valve, they were unable to re-cross and had to withdraw the ds. Ds was re-entered through the sheath without difficulty to remove as a single unit. Upon removal the sheath/ds became entrapped in the femoral artery. The patient was stable and there was no bleeding or hematoma reported. Per follow up the valve was crimped per IFU.